Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during a prime attempt. The blood glucose reading was 120 mg/dl. The customer stated that she had to reset all her settings after the first motor error occurred. No significant events leading to the alarm were observed. The customer was disconnected from the call prematurely and troubleshooting could not be completed for the issue. Nothing further reported.